Event description:
It was reported a death occurred. Vascular access was obtained via femoral artery. The eccentric lesion was located in the moderately calcified left anterior descending (lad) artery. A 38 x 2.75mm promus premier select drug eluting stent was deployed. Post stenting, the patient died.

Event description:
It was reported a death occurred. Vascular access was obtained via femoral artery. The eccentric lesion was located in the moderately calcified left anterior descending (lad) artery. A 38 x 2.75mm promus premier select drug eluting stent was deployed. Post stenting, the patient died. It was further reported that the target lesion was 70% stenosed and mildly tortuous. Previously it was reported the lesion was moderately calcified but now it is reported there was no calcification.